Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported per article of interest literature review, that the 79-year-old male with this left bundle branch area pacing (lbbap) ventricular lead implant presented to the hospital with altered mental status from a recent multifocal stroke event. Device interrogation revealed the lbbap lead exhibited loss of capture (loc), high pacing thresholds and a drop in impedances. Chest radiography did not show definite lead displacement. However, computed tomography and echocardiography confirmed the lbbap lead to have perforated. It was believed lead perforation led to the thromboembolic stroke. A revision procedure was performed. This lbbap lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.